Manufacturer narrative:
The facility's biomedical engineer has advised that the safety disk was replaced, and all autofill and manifold tests were completed. Subsequently, the iabp was returned to clinical use.

Event description:
It was reported by the facility¿s biomedical engineer (biomed) that the cardiosave intra-aortic balloon pump (iabp) was brought to him from the cardiovascular operating room (cvor) for ¿autofill failure alarm¿. It is not known if this occurred during use in the cvor; however, no patient harm was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available.

Event description:
It was reported by the facility¿s biomedical engineer (biomed) that the cardiosave intra-aortic balloon pump (iabp) was brought to him from the cardiovascular operating room (cvor) for ¿autofill failure alarm¿. It is not known if this occurred during use in the cvor; however, no patient harm was reported.